Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 12/14/2018, resulted in defect found meter screen dark/ discolored/scratched/ cracked. Root cause: user mechanical stress. Test strip UDI#: (B)(4). Note: manufacturer contacted customer on (B)(6) 2018, in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. No symptoms or medical attention reported since the original call. Customer satisfied with the replacement product.

Event description:
Consumer reported complaint for defective lcd accompanied by symptoms. Jean/mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of frequent urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During call on (B)(6) 2018, a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 02/29/2020, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Lcd has a crack. Customer states that there is a black dot with spider veins (small cracks) around it. Mother is. Unsure if son is still experiencing frequent urination. Mother states her son had frequent urination last night and states he is currently at school with the aid. Mother states she is going to his school at 10am to check-up on him. Customer also states the lancets she is using are bigger than the slot where the lancing device holds the lancet and that the needle holder broke.